Event description:
The customer reported that the x-ray button was intermittently sticking, however, the field engineer clarified that the customer was experiencing system lock-ups. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the ps3 power supply were replaced. The system was then found to be operating as intended.